Event description:
Country of complaint: (B)(6). Two incorrectly packaged (label) sutures. Monosyn c0022007 labeled product actually contained monosyn c0022003.

Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2014. Manufacturing site eval: samples received: 4 unopened and 4 open pouches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. There are no previous complaints of this code/batch. There are no units in OEM stock. All closed packs received are tight. Diameter result conducted on the samples received fulfils the requirements of the OEM for this size and thread. Knot pull tensile strength of the samples received was tested and the results fulfil the requirements of the OEM. These values are in the current range for this thread and size. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.